Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, inflammatory cells appeared in the optic zone of the iol. The appearance of pigment was observed 3 weeks following surgery. Additional information was provided that the inflammatory cells appeared in the optic zone around 1 month after the implantation. The patient experienced low vision. The patient was treated with anti-inflammatory eye drops. The patient's diagnosis was anterior uveitis and toxic anterior segment syndrome (tass). There are two medical device reports associated with this report. This report is for one of two patients listed as case#2.